Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient (58kgs) underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. As the physician was moving the catheter around just after ablating, the catheter icon went outside the cardiac silhouette on the carto 3 system. On intracardiac echo (ice) a small effusion was noted along with a small drop in the patient's blood pressure. A pericardiocentesis was performed, removing an unknown amount of fluid. The patient stabilized, and "the perforation closed up". The rest of the ablation procedure was aborted. The caller believed the patient was discharged from the hospital on (B)(6) 2022. The physician did not indicate that they believed bwi products caused the patient event, though they were in use at the time. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient stayed overnight for observation. A smartablate (g4c-2324) generator was used. A transseptal puncture was performed with a brk-xs. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 8 w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, and visitag force visualization features were used. Parameters for stability used were range; time; fot; 2. No additional filter was used with the visitag. Tag index color option was used prospectively. Bwi catheter in use: stsf f-j curve: d134804 / unknown lot#; catheter available. To clarify the flow settings - the medical team was not ablating at the time so the flow setting would have been at 2. During ablation previously in the case, we were ablating at 30 w so the flow setting was 8. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).